Event description:
The customer reported, the system displayed a "invalid input signal" error message and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos singleboard computer. The system operates as intended.